Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient¿s urinary foley catheter was found broken, with urine leaking from the tubing. The patient was under a deprivation of liberty safeguards (dols) and was agitated and restless in bed. Posey mittens were applied to the right arm as the left arm was plegic. The patient had not been observed actively pulling at the catheter. On inspection, there was a clear split along the catheter tubing, though the stat lock remained in place.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient¿s urinary foley catheter was found broken, with urine leaking from the tubing. The patient was under a deprivation of liberty safeguards (dols) and was agitated and restless in bed. Posey mittens were applied to the right arm as the left arm was plegic. The patient had not been observed actively pulling at the catheter. On inspection, there was a clear split along the catheter tubing, though the stat lock remained in place.